Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient experienced a high blood glucose of 325mg/dl due to insulin flow block on (B)(6) 2026. The high blood glucose event lasted approximately one to two hours. The patient received treatment with insulin via pump, after which the event resolved. No further information is available.